Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs and appears to be electrode related based on the error message identified. However, the device passed all testing without duplicating the report. The error was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.